Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, the stone was captured within the basket. When attempting to crush and withdraw, the stone would not crush and the basket tip did not disengage. The physician put in a stent grabber which became caught up in the basket. An alliance inflation handle was used; however, the sheath of the device ripped and the basket and wire detached and remained in the pt along with the stent grabber. The pt was sent to the ICU. The pt underwent surgical removal of the basket and stent grabber. However, the stones were not removed during surgery. No additional details regarding the pt's current condition and additional stone retrieval attempts have been obtained. Should additional details become available, a supplemental report will be submitted at that time.

Manufacturer narrative:
Tip did not detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.